Manufacturer narrative:
Age at time of event: 18 years of age or older. Device evaluated by MFR: the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 71.6cm from the hub. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported the shaft broke. A 2.50mm x 12mm maverick 2 mr balloon catheter was advanced for dilation. However, when the physician attempted to push the balloon inside the guide catheter, the mid section of the hypotube broke. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years of age or older.

Event description:
It was reported the shaft broke. A 2.50mm x 12mm maverick 2 mr balloon catheter was advanced for dilation. However, when the physician attempted to push the balloon inside the guide catheter, the mid section of the hypotube broke. The procedure was completed with a different device. No patient complications nor injuries were reported.